Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("menorrhagia/bleeding disorder of unknow classification/ uterine to anterior") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required) and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (essure removal). The reporter considered heavy menstrual bleeding and uterine leiomyoma to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("menorrhagia/bleeding disorder of unknow classification/ uterine to anterior") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) he patient had essure inserted. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required) and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. The reporter considered heavy menstrual bleeding and uterine leiomyoma to be related to essure administration. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Menorrhagia/bleeding disorder of unknown classification/ uterine to anterior [menorrhagia] uterine fibroids [uterine fibroids]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ("menorrhagia/bleeding disorder of unknown classification/ uterine to anterior") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2011, the patient had essure inserted. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required) and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2022. The reporter considered heavy menstrual bleeding and uterine leiomyoma to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): enlarged bulky uterus that weighed 225 g. Bilateral normal distal fallopian tubes and bilateral normal ovaries. Uterine to anterior abdominal wall adhesions. [Pathology test] on (B)(6)2022: specimen: uterus with tubes, bilateral, uterus, cervix, bilateral tubes clinical information: operative note: this 45-year-old multiparous patient has had a longstanding history of menorrhagia. Ultrasound reveals several uterine fibroids. She is also had an essure procedure, and the coils are still in place. She has had a partial salpingectomy but still has remaining tubes. Final diagnosis: uterus, hysterectomy with bilateral salpingectomy: cervix: endocervix and ectocervix with no diagnostic abnormality serosa: anterior uterine fibrous adhesions myometrium: adenomyomata endometrium: negative for hyperplasia or atypia adnexa: bilateral benign fallopian tubes with paratubal cysts; metal coils present in fallopian tube ostia gross description: the myometrium (2. 7 cm in greatest thickness) is tan and contains a tan firm whorled and cystic area (5.2 cm in greatest dimension) a tan firm whorled nodule (2.3 cm in greatest dimension). There are metal coiled wires located within the right and left cornu. The fallopian tube contains a purple-tan smooth serosal surface and patent lumens. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: medical record received. Surgical pathology report received. Additional reporter added. Essure removal surgery details updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.